Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and tray for evaluation. The catheter was not returned. Visual examination revealed the swg is unraveled from the distal weld and has multiple bends in the body. The core wire was separated from the distal weld. However, the distal weld was still attached to the coils. The proximal weld was intact. The core wire measured 602 mm in length which is within the specification of 596-604 mm per guide wire product drawing. The outside diameter of the guide wire measured 0.798 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the swg could not be performed due to the damage found. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." "Do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." "Practitioners must be aware of the potential for entrapment of guidewire by any implanted device in circulatory system (i.e., vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding length of guidewire inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The core wire was separated from the distal weld. However, the distal weld was still attached to the coils. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the swg was difficult to be removed from the catheter during procedure. The user managed to remove it with strength, but the swg got unravelled." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the swg was difficult to be removed from the catheter during procedure. The user managed to remove it with strength, but the swg got unravelled." No patient harm reported. The patient's condition is reported as fine.